Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that the patient received four shocks for atrial fibrillation (af) with rapid ventricular response (rvr) while standing in front yard. The patient was treated with medication by the physician and the device remains in use. No patient complications have been reported as a result of this event.